Event description:
Reportedly, the device remaining longevity estimation on (B)(6) 2014 (28 months) was lower than expected according to the previous follow-up (on (B)(6) 2013, 42 months).

Manufacturer narrative:
In previous follow-up MDR, it should have been (B)(4) 2014.

Event description:
Reportedly, the device remaining longevity estimation on (B)(6) 2014 (28 months) was lower than expected according to the previous follow-up (on (B)(6) 2013, 42 months).

Event description:
Reportedly, the device remaining longevity estimation on (B)(6) 2014 (28 months) was lower than expected according to the previous follow-up (on (B)(6) 2013, 42 months).